Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis of the lead indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. (B)(4).

Event description:
It was reported that the right atrial (ra) lead failed. Additional information from the clinic disclosed there were moderate to high threshold readings and the lead will be revised. It was additionally reported that the lead had high impedance and a confirmed fracture due to clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.